Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-1000149. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada. Review of the most recent repair record determined the unit was found to have a bent comb. The comb was replaced and resolved the reported issue. The root cause of the reported issue is attributed to a design issue. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the thin metal tray that flips up is bent, and at final evaluation it was found that the device has a damaged comb. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.